Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx145c device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. There were no anomalies noted with the functionality of the device. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: u94x7a. Additional information was requested and the following was obtained: what was the proximate distance from the remnant stomach? To confirm the remnant was the portion remaining? If yes, approx. 2 mm what structures was the enseal activating on when the greater than expected thermal spread occurred? Omental dissection along the greater curvature of the stomach approaching the fundus near the spleen approximate how long were the activations? Standard cycle length did the surgeon's surgical technique change when using the enseal verses other devices? Surgeon believed that he should have changed his surgical technique so that he activated the device further away from the edge of the stomach as he believed the device to be 'hot'. Are any surgical photos or videos available? No what was done to address the spilt stomach contents? Suction of the stomach contents, suture was placed to close the hole, surgeon mentioned extra 24 hours of IV antibiotics than standard care how was the patient's post-op care altered? Extra 24 hours of IV antibiotics what is the patient's current status? N/a as of yet. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy the surgeon was using the device for the 5th attempt. The thermal spread put a hole in the stomach during the dissection of the omentum. The stomach contents were emptied into the abdomen. The surgeon was able to rectify the situation by placing a suture to close the otomy. The portion of the stomach with the otomy in it was removed to form the sleeve. Surgeon then opened a competitor's device to complete the remainder of the case. Surgeon believes the increased thermal spread and blanching of the enseal device was responsible for the formation of the hole. The hole was noted having white blanch marks around it. The surgery was delayed but completed successfully. The change to patient care was an extra 24 hours of IV antibiotics.